Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that something was leaking in the setup for peritoneal dialysis (pd) therapy. The home patient (hp) stated that they ended the therapy early because of a leak, but they did not know where the leak was coming from. The hp turned the homechoice (hc) device off and disconnected all the supplies after they identified a leak. During the follow up, the hp stated that they did not know what caused the leak and could not explain what happened. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.